Manufacturer narrative:
This report is being supplemented to provide additional information inadvertently left out. Updated field b5.

Event description:
The intended procedure was laparoscopy. The reported problem did not affect the results of the diagnosis/treatment. The procedure was completed with another device. One minute delay to obtain another camera. No harm or injury to the patient/equipment operator. No impact on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon " the image is not displayed" occurred due to cable failed and poor communication occurred. It is possible that the cause of occurrence of cable failure is that water penetrated inside from cut on the cable and the cable failed. However, the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no picture, the device failed leak test and it had a cut and labels were faded on rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the 4k autoclavable camera head, image problem no picture. The event occurred during the preparation for use. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.